Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a stylus issue and that the programmer was hard to open. It was noted that electrocardiogram (ECG) was loose on link electronic module (lem), driven lead test failed, lower case was missing feet, and system fan was noisy. Due to water damage and corrosion this programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem opening the programmer lid. It was also reported that there was an issue with the alignment of the stylus pencil with the pointer. The programmer was returned for repair, and for test and calibration. There was no patient involvement.